Manufacturer narrative:
(B)(4).

Event description:
A (B)(6)-year-old female patient with a history of breast cancer that had been treated with mediastinal radiation one year previously was found to have a 14 mm secundum asd with a deficient retro-aortic rim. On (B)(6) 2016, an asd closure procedure was performed. Balloon sizing showed stop flow at 18.9 mm on tee and 20 mm on angiography, therefore an 18 mm amplatzer septal occluder (aso) was implanted. Post implant it was noted that the aso had contact with the ascending aorta; however, there was no splaying of the discs. The following day, routine echocardiography showed a moderate pericardial effusion. The only associated symptom was increased tachycardia. Pericardiocentesis was performed and 100 cc blood was obtained; post-centesis a drainage tube was placed. Over the next two days, there was minimal drainage (20 cc and 60 cc respectively). On (B)(6) 2016, a cta was performed due to an increase in symptoms experienced by the patient. The cta was inclusive as there was no definitive evidence of the aso outside of the atrial cavity. On (B)(6) 2016, elective surgery was performed to explant the aso and at procedure, an erosion was found in the superior left atrial wall and the adjacent right coronary sinus of the aorta. These were surgically repaired and the asd was closed with a patch. Recovery was uneventful and the patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation concluded that the majority of the amplatzer septal occluder was covered with tan/red tissue. No anomalies were observed with the visible areas of nitinol wire. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown. This event was reviewed by the abbott erosion board and confirmed that erosion occurred.